Manufacturer narrative:
Approximate age of device- 3 years and 10 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient has a compromised driveline due to the result of repetitive motion. An external driveline repair is not considered intervention by a healthcare provider; however, since a compromised driveline has the same root cause regardless of location, it is considered reportable regardless of location since an internally compromised driveline requires surgical intervention up to and including pump exchange. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. No product available for investigation. Review of the submitted system controller log file confirmed low speed hazard alarms; however, the event was associated with the activation of the pump stop button. The submitted log file was dated 8nov2018 contained approximately 9 days of data. There were 2 low speed hazard alarms recorded on 8nov2018 at 12:54:04 pm through 12:54:07 pm due to a motor stop command being received. The event lasted for approximately 3 seconds and was the cause for the actual speed to drop below the low speed limit of 8800 rpm. After the event, the pump returned to its fixed speed as designed. The patient was reportedly admitted for two stent implants for coronary atherosclerosis. The heartmate ii lvas IFU outlines all system monitor operations and alarm messages and provides information regarding the pump stop button. This document explains that the pump stops within the first few seconds of holding down the pump stop button; however, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. No further information was provided. The manufacturer is closing the file on this event.